Manufacturer narrative:
The device was not returned for analysis. Complaint history and product history records were reviewed; documentation indicates the product met release criteria. The probable root cause of the event has not been identified. Should the device be returned, an investigation will be conducted, and a supplemental report will be submitted with the investigation conclusion. Additional information has been requested from the customer. Manufacturer internal reference number: (B)(4). Related to manufacturer report number: 3011649314-2024-00923.

Event description:
It was reported that the patient had an additional failed implant. No further information was received.